Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio for high alerts on the mobile app occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.